Event description:
It was reported that before an endograft procedure, the prostar xl sutures were attempted to be deployed in the common femoral artery using a perclose technique. Reportedly, two of the four needles could not be harvested; they were bent. As per the instructions for use, a needle backdown technique was performed and the needles were safely removed. After the endograft procedure, a cut down was performed to achieve hemostasis. There was no adverse patient sequela. The physician stated that more disease was present in the artery than what the ultrasound indicated. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.